Event description:
It was reported that the last time the pt was able to do a recharge of the implantable neurostimulator (ins) was in 2007 due to illness. They were now unable to communicate with the ins and an overdischarge was suspected. Approx 13 physician mode resets (pmrs) were performed with no success. Prior to the overdischarge, the pt had successfully charged without any trouble. Additional info has been requested, a follow-up report will be sent if additional info becomes available.